Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, latex allergy, vaginal pain, discharge vaginal, low back pain, cervicitis, erythema, edema, urinary tract infection, abdominal pain, weakness, pap smear abnormal, ovarian cyst, dizziness, headache, general body pain, sore throat, nausea, uterine dilation and curettage and menometrorrhagia. Previously administered products included for an unreported indication: motrin, trimethoprim and sulfamethoxazole. Concomitant products included ethinylestradiol;norgestimate (trinessa), ibuprofen, meloxicam and sulfamethoxazole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / emotional anguish"). In (B)(6) 2015, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). On an unknown date, the patient experienced the first episode of back pain ("lower back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the second episode of back pain ("lower back pain"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, abdominal pain upper, vulvovaginal pain, vaginal discharge, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, ovarian cyst, urinary tract infection, dyspareunia and the last episode of back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she received treatment for pain, bleeding and urinary tract infection". Discrepancy noted : date for hysterosalpingogram as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: findings: artifact from essure devices are seen bilaterally. The uterus and ovaries are normal. The urinary bladder is predominantly collapsed. There is no evidence of bowel obstruction. The appendix is not definitely seen. However, there are no inflammatory changes in the right lower quadrant to suggest acute appendicitis.. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded total bilateral occlusion; on (B)(6) 2019: good position of the essure coils within the fallopian tubes. Bilateral tubal occlusion. Normal uterine size, shape and contour.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst, lower back pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received: " previously reported event menorrhagia made medical significant and intervention required due to novasure endometrial ablation surgery." Reporter, medical history, historical drug, lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, latex allergy, vaginal pain, discharge vaginal, low back pain, cervicitis, erythema, edema, urinary tract infection, abdominal pain, weakness, pap smear abnormal, ovarian cyst, dizziness, headache, general body pain, sore throat, nausea, uterine dilation and curettage and menometrorrhagia. Previously administered products included for an unreported indication: motrin, trimethoprim and sulfamethoxazole. Concomitant products included ethinylestradiol;norgestimate (trinessa), ibuprofen, meloxicam and sulfamethoxazole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / emotional anguish"). In (B)(6) 2015, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). On an unknown date, the patient experienced the first episode of back pain ("lower back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the second episode of back pain ("lower back pain"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, abdominal pain upper, vulvovaginal pain, vaginal discharge, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, ovarian cyst, urinary tract infection, dyspareunia and the last episode of back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she received treatment for pain, bleeding and urinary tract infection". Discrepancy noted : date for hysterosalpingogram as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: findings: artifact from essure devices are seen bilaterally. The uterus and ovaries are normal. The urinary bladder is predominantly collapsed. There is no evidence of bowel obstruction. The appendix is not definitely seen. However, there are no inflammatory changes in the right lower quadrant to suggest acute appendicitis. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded total bilateral occlusion; on (B)(6) 2019: 1. Good position of the essure coils within the fallopian tubes. 2. Bilateral tubal occlusion. 3. Normal uterine size, shape and contour. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst, lower back pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.